Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2024. During the procedure, the balloon did not deflate. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem), block e1 (initial reporter), and block h6 (device codes) have been updated.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2024. During the procedure, the balloon did not deflate. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Additional information received on june 02, 2025. It was reported that the anatomy location is the esophagus and the procedure was completed. It was reported that the balloon was tested outside the patient and was able to fully deflate successfully. Additionally, the physician did not allow the balloon to deflate fully before removal. It was reported that the physician removed the balloon too quickly and should have allowed another 8-10 seconds for the liquid to be evacuated from the balloon completely. Note: the instructions for use (IFU), "warning: the balloon must be thoroughly deflated and all fluid removed before withdrawal (approximately 10-30 seconds depending on balloon size and inflation medium)."